Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Explant date: na. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.00/+3.5/094 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as having rotated on (B)(6) 2020 and was re-positioned on (B)(6) 2020. The re-positioning resolved the problem. The patient is happy and doing well since toric icl rotation. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2020-02281.